Manufacturer narrative:
Correct d4 lot#: lot# should be blank; this devise is not lot controlled updated: d8, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the image sensor unit cable was found to be kinked at bending section, resulting in cable breakage or short circuit of the output signal. A definitive root cause of the kinked cable could not be determined, however, the issue was likely the result of external stress by contact with a trocar and excessive bending/twisting. . Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to display an image. The issue was found during installation. There were no reports of patient involvement.